Event description:
It was reported that the wake button was sticking. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated BG. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone XR / 2.6 / iOS_16.2.